Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that an empty pump reservoir occurred. The print report from the day of the report showed an alarm date of the day of the report but the patient had been hearing the alarm for a week. The pump showed it had an empty reservoir alarm and showed 49.7ml dispensed since the last update. The healthcare provider (hcp) checked the report and found that the refill date with maximum bolus activations was (B)(6) 2015, so the alarm occurred as expected. It was indicated that a pump refill was missed. The patient experienced flu-like symptoms of increased nausea and vomiting. The symptoms were sudden and occurred in (B)(6) 2015. The pump was refilled on (B)(6) 2015. Patient outcome was not provided. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.